Manufacturer narrative:
The device was received for evaluation. During evaluation the device alarmed system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be a failing lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump the device alarmed system error 322 (link switch error (low)). No additional information is available.